Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the longevity bar was gray prior to implant. The longevity was unexpected and therefore the implantable cardioverter defibrillator (ICD) was not implanted. Another device was implanted. No patient complications have been reported as a result of this event.